Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative reported that the consumer did not receive enough stimulation on the posterior side of her right leg. The consumer was reprogrammed and they were unable to capture this area. It was noted that the consumer had x-rays taken. A lead revision was done on (B)(6) 2015 and the leads were moved down and more lateral. It was noted that the manufacturer representative was to obtain more information from the health care provider on (B)(6) 2015. If additional information is received a follow-up report will be sent. The consumer was alive with no injury. The issue occurred during normal use on approximately (B)(6)2015. The consumer's indication for use was noted to be spinal pain.